Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed. The unit failed during preventative maintenance and the root cause was stroke out of specification.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field service technician reported that the c2602 excel 36khz straight handpiece failed during preventive maintenance service. There was no patient injury nor delay in surgery.